Event description:
A caller reported a malfunction on their pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer experienced the malfunction multiple times and worked with technical support, and replaced the pump to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.